Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿.

Event description:
The user facility reported a 62-year-old female experienced a left anterior descending artery perforation during a balloon inflation. The patient was implanted with an impella cp device for mechanical circulatory support. The patient's limb became mottled and the pulses were diminished as shown on doppler. The impella was explanted prematurely. The device was not replaced as the patient's condition was stable.

Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. The root cause of the limb ischemia issue was not determined since the product was not returned.